Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue. The patient had no consequences.